Event description:
Pre-op diagnosis: erectile dysfunction, malfunctioning penile prosthesis. Post-op diagnosis: same. Procedure(s): explant with salvage penile prosthesis placement. Findings: fracture of tubing where it tapers above the scrotal pump.